Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient encountered 2 infusion set cannula kinked event on (B)(6) 2024 within 3 hours of insertion. The site of insertion was abdomen the infusion set was in use for 4.5 hours. The blood glucose level was found to be 660mg/dl company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available .